Event description:
The customer reported that a part of the device came apart. During initial inspection of the actual device, it was noticed the jaw pin was missing.

Manufacturer narrative:
(B) (4). (B) (4). The device was returned and the jaw pin was missing and could not be found. It cannot be determined when the pin came out of the device. Several attempts have been made in effort to gain more info from the site regarding this incident but no questions have been answered to date. No trend has been identified for this issue. If additional info is received, a follow-up report will be submitted.